Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) has an error 14 error. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6), event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed that the device gave an electrical code 14 error. To fix the issue, the fse replaced the scroll compressor (0119-00-0236), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an error 14 error.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.